Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implantation procedure, guide wire inserted was unable to be pulled out of the lead after attempting to adjust it in the vein position. Lead was explanted and a new lead was implanted which resolved the issue. Patient was stable.